Manufacturer narrative:
The company service representative examined the system, and found the system functioned as intended. The system was then tested and met all product specifications. The phacoemulsification handpiece was not returned for evaluation. The phacoemulsification handpiece serial number (s/n) was not provided. And could not be determined, based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, low aspiration occurred during sculpt mode. The handpiece and phaco tip were flushed to resolve the issue. It was reported that the phaco tip was reused.